Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the e224 (scope communication error) was due to a faulty cable, the device failed a leak test, the rear cover label was faded, and the packing cab was peeled. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a preparation, a e224 (scope communication error) displayed on the 4k autoclavable camera head when it was connected to the tower. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.